Manufacturer narrative:
Result: damaged footboard.

Event description:
It was reported that the foot board was damaged with cracks that could allow fluid ingress. There was no info given regarding pt involvement or adverse consequence.